Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device will not be returned.

Event description:
It was reported to nevro that the patient¿s incision site was not healing well. The patient has been scheduled for device removal and there have been no reports of further complications regarding this event.